Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a vein. A 6.0 x 40 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device as completely removed from the patient and the procedure was completed with a peripheral cutting balloon catheter. No patient complications were reported.